Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she bled every day for almost a year while using the tampons. She noticed tampon pieces came out of her with normal bleeding and blood clots. The string also came apart leaving tampon inside and she had to manually remove the tampon. She went to the doctor several times for infection, vaginal irritation and vaginal bacterial.